Event description:
It was reported that the mini trek 1.2 x 6 mm balloon was used for to treat the proximal left anterior descending artery (lad) with 99% stenosis, mild tortuosity and moderate calcification. A non-abbott guide wire was used to cross the lesion with a non-abbott micro catheter. Pre-dilatation was performed with the mini trek balloon, but the balloon ruptured during the second inflation at 12 atmospheres (atm). The procedure was completed with a non-abbott balloon catheter without issue. No adverse patient effects and no clinically significant delay were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: access 6fr jl 3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.